Event description:
It was reported that a screw was broke and that a washer was missing from the adapter for fixation of universal tracker to mayfield clamp at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
The reported event that the screw was broken and the washer was missing was confirmed. Based on sme consultation it is likely the screw broke from repeated rough adjustment and/or cleaning of the adapter.

Event description:
It was reported that a screw was broke and that a washer was missing from the adapter for fixation of universal tracker to mayfield clamp at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.